Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. E3: correction h3 other text : device was not returned.